Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported was sent to emergency room for diabetes ketoacidosis. Customer stated had problems with his infusion set. Customer stated had bent cannula and absence of no delivery on the insulin pump. Customer's blood glucose at that time was 400mg/dl. No further information provided.